Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected alarm on the insulin pump. The customer¿s blood glucose was 76 mg/dl. Troubleshooting was performed. The alarm was cleared. They were advised to monitor the insulin pump. It was noted that the customer had called back to report that they had another power error detected alarm within 4 hours of troubleshooting the previous occurrence. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement and displacement test. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, partially detached retainer and minor scratched lcd window.